Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered six shocks for an arrhythmia that was likely a supra-ventricular tachycardia. Therapy was exhausted and post-shock, the rhythm morphology changed. A boston scientific technical services (ts) discussed that the shock may have caused a ventricular tachycardia. The patient was checked in the emergency room. No additional adverse patient effects were reported. This device remains in service.